Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to persistent driveline infection. No additional information was provided.

Manufacturer narrative:
The device was not available for evaluation. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The instructions for use (IFU) lists infections (pocket, local, and driveline) as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the patient handbook, also provide information regarding how to prevent infection. The patient remains ongoing on lvas support with a replacement device and no further events have been reported. No further information is available. The manufacturer is closing the file on this event.